Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient has gutter impingement. The physician wants to downsize the talus and upsize the poly. It has been done once without revising and the pain persisted.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient has gutter impingement. The physician wants to downsize the talus and upsize the poly. It has been done once without revising and the pain persisted.

Manufacturer narrative:
Correction - h6 (results code, conclusion code) the complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is not too much additional information given in the case. The surgeon wants to change the talar component and considers changing the tibial as well. There is radiolucence and some anterolateral subsidence visible, suggesting loosening and some migration of the talar component. The underlying cause of the failure is not clear and likely patient related due to poor bone substance. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. Due to poor bone substance. If the device is returned or if any additional information is provided, the investigation will be reassessed.